Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a black display screen. The customer's blood glucose level was 180 mg/dl at the time of the incident. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump received with a full segment display, problem isolated to lcd board. Unable to perform any tests due to full segment display. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.